Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive and required excessive force to activate a response. All other keypad buttons were responsive and had normal spring back or click. During investigation, evidence of contamination was found under the up and down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.